Event description:
It was reported that during a laparoscopic leiomyomectomy procedure, the blade was broken off during use. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Three months after an acdf procedure at c4-c6 with implantation of a helix plate, one of the screws at c6 was reported to have loosened and backed out. The pt reportedly also exhibited a c6 vertebral fracture. The revision surgery reportedly occurred on (B)(6) 2010 and another MFR's plate was implanted.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was received with the blade broken off. During functional testing on a generator the device gave an error code 5. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade cracked due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.